Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there is a possibility that insulin is not being delivered and getting into his body. Customer's blood glucose level at the time of the incident was 475 mg/dl. Customer stated that he had given himself a bolus and later noticed that the quick release was not completely fastened. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.